Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 12 days post hysterectomy of iii level of cervical intra-epithelial neoplasia, the patient had a small amount of vaginal bleeding. The patient came to the hospital for gynecological examination. The vaginal stump healed well, but the surgical suture was not absorbed and there was a little blood exudation at the suture site. The suture was removed and a vaginal dilator was used. Callicarpa nudiflora was prescribed to be taken orally three times a day, three tablets per dose. Hemostatic and anti-inflammatory treatment was also provided to the patient. The patient¿s bleeding disappeared few days after intervention.